Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting a high out of range pacing impedance measurement of greater than 2000 ohms and loss of capture at maximum output. No cause for the issues was determined at this time and no asystole was observed. No changes have been made to the patient&#38112;system at this time and the lv lead continues to remain implanted and in service. No adverse patient effects were reported.